Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user received urgent low and low glucose alerts, treated promptly with oral glucose when alerted, and subsequently experienced a blood glucose nadir of 58 mg/dl before returning to range. Investigation of this case revealed no device malfunction identified and user responded appropriately to alerts. No clinical symptoms associated with hypoglycemia reported. Outcomes included no medical intervention, and resolution after self-treatment. It was concluded that the event was consistent with hypoglycemia of unclear cause with no reportable injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.